Event description:
Customer reported an rh discrepancy on the echo. Customer stated that they ran a group/screen on a patient, which resulted in an o negative. The customer stated that the patient has a history of a o positive. Customer stated that she repeated the sample and received an o positive.

Manufacturer narrative:
Instrument images were reviewed. O negative results were observed, and a weak 1+ reaction which resulted in an o positive was observed, which was consistent with the customer's report. The customer was advised to perform weak d testing, but did not. It is also not possible to rule out possible foam or bubbles in the sample caused this event. Repeat testing resulted in the expected reactions.the customer did not return sample for investigation testing.